Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, the reported failure mode/identified defects can be attributed to improper handling and application of excessive force, impact to the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using the same set of equipment.

Event description:
It was reported the rigid optical laparoscope l-shaped connector was damaged including the light guide cable. The issue occurred during a therapeutic laparoscopic cholecystomy procedure. There was no delay and the procedure was completed. The patient had no implant devices. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) medical center. Added here due to character limitation in respective field.